Event description:
The customer alleged surface damage to an olympus cyf3 cyso light guide end after processing in the sterrad 100nx sterilizer. The damaged was described as pain peeling from the eye piece. The device is approximately 10 years old and used three times a week. There are no reports of pt injury.

Manufacturer narrative:
(B) (4) - damaged device. This is one of three 3500a reports being submitted for this product malfunction. Please reference MFR report numbers: 2084725-2009-00398, 2084725-2009-00400.